Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced the stimulator cutting itself off, severe back pain in the morning with pain levels of 8 or 9, uncertainty about whether the stimulator was working, and three programs on the device were grayed out. The patient described pain fluctuation, with high pain in the morning and lower pain in the afternoon. It was noted that the device is designed to turn itself off when depleted. The patient was assisted in checking the controller, which was at 100%, and the implant, which was at 80%. Device settings were reviewed, revealing that only one program was on while the others were off and grayed out. Patient service assisted with turning therapy on for all four programs and reviewed device function, including the impact of higher settings on battery depletion. The patient was advised to monitor implant status and charging level. The issue was resolved through troubleshooting.

Event description:
Additional information was received, it was reported the patient required more education on using the device. The patient was now able to control pain most days. The patient noted the stimulator was controlling pain except in the early morning and the patient was working on that.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.